Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number, 68376 were returned and analyzed. The data files showed that at least 5 applications were performed without any issues or system notices on the date of the event. Visual inspection of the balloon catheter showed that the luer was broken. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the luer of the balloon catheter broke as the y-connector was attached. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.